Event description:
During the device evaluation, the duodenovideoscope was observed to exhibit a burn to the forceps elevator. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the burn on the forceps elevator could not be determined, however, it is likely that the issue was the result of use of a high-frequency device without maintaining sufficient distance from the distal tip. The event can be detected/prevented by following the instructions for use sections below: - 3.3 inspection of the endoscope - 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.